Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.